Event description:
It was reported, the insulating chip at the tip of the electrosurgical knife fell off into the gastrointestinal tract. The detached insulating chip was recovered, the device was replaced and the procedure was completed. The issue occurred during an endoscopic submucosal dissection. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the chip was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Although a definitive root cause of the electrosurgical knife could not be determined, likely factors causing the defect could have been the following: 1. Due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. -the high-frequency output was set too high. -the output setting for activation was too high. -the electrosurgical unit was used in the coagulation mode. -the output activation time was too long. 2. High heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3. A force to exchange the device was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. 4. The removed chips were burnt, but no cracks were observed and the area near the knife electrode was covered with burnt foreign matter. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. "-the customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. -aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. -always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application." If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.